Event description:
It was reported that the device alarmed during primary audible alarm background (bkgd) test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, on the device's lower left corner of top case was chipped. The battery door was cracked and both plunger cases were broken. The technician performed an occlusion test, however, the reported event was unable to be duplicated. There was no problem found. The root cause of the reported issue could not be determined. The speaker was replaced for preventive measure. The technician performed an occlusion test and all functional tests, which the device passed.